Manufacturer narrative:
The customer did not return the test strips. No information was provided in the complaint that would point to a cause for the discrepant results.the medication listed is not known to interfere with the accuracy of the results. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4). The customer stated the test strip vial is no longer available to return.

Event description:
The customer complained of erroneous glucose results for 1 patient tested on inform ii meter with serial number (B)(4). The initial result at 3:46 p.m. Was 515 mg/dl. The patient was retested on the meter at 3:48 p.m. And the result was 69 mg/dl. The patient was tested a 3rd time on the meter at 3:50 p.m. And the result was 72 mg/dl. The customer believes the high result was due to some kind of operator error since the next 2 results were normal. Quality controls were run within 24 hours of the tests and were acceptable. The patient was not treated based on the high result. No adverse event occurred. The customer did not know if the tests were run from the same vial of strips or if they were run from a different vial of strips with the same lot number. The test strips were requested for investigation, however the customer stated the test strip vial is no longer available to return. She may return a different vial with the same lot number.